Event description:
It was reported that the ilet pump¿s touchscreen was found cracked upon waking, after which the user experienced difficulty using the device and transitioned to multiple daily injections; the device later issued an out-of-insulin alert and the user reported a highest blood glucose of 250 mg/dl. Symptoms included none reported. Outcomes included temporary interruption of automated insulin delivery with user-initiated therapy change to subcutaneous insulin pens; no medical treatment, hospitalization, or injury was reported. Investigation included collection of event details, confirmation of device serial number, and arrangement for device replacement with return of the damaged unit for analysis. Investigation of this case revealed damage to the touchscreen consistent with physical impact or stress during normal use environment, resulting in impaired usability and loss of expected device function. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the touchscreen leading to device malfunction.

Manufacturer narrative:
Initial.